Manufacturer narrative:
H10 per a response received, it was confirmed that this case was for part ordering process only, with no repair from a remote or field service engineer. No further information was able to be obtained from the customer. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure. H11 h11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18270.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that there is a battery hs error message "battery problem" even after several full recharge cycles. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the battery is dead. Battery problem error message appears despite different charge cycles performed. Ordering the battery under the device warranty. The investigation is ongoing.